Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd insulin syringes with bd ultra-fine¿ needle 1ml 8mm (5/16") 31g u-100 100, count, the syringe barrel was cracked. The following information was provided by the initial reporter: consumer reported that the barrel is cracked between the 30-80 unit markings.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-apr-2022. H.6. Investigation: customer returned (2) 1ml, 31 gauge, 8mm syringes from lot 1228796. One of the syringes featured a notch or burr towards the proximal end of the plunger rod. Additionally, the other syringe featured a fracture that stretched along much of the length of the syringe. While one needle was found to have been broken, this is believed to have occurred outside of use based on the lack of mention in the complaint despite the hand-made markings on the plunger rod, and may have been deliberately trimmed. A review of the device history record was completed for batch # 1228796. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of barrel damage. A definitive root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that prior to using a bd insulin syringes with bd ultra-fine¿ needle 1ml 8mm (5/16") 31g u-100 100count, the syringe barrel was cracked. The following information was provided by the initial reporter: consumer reported that the barrel is cracked between the (B)(4) unit markings.